Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was 221 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube lip and a missing end cap sticker.